Event description:
It was reported that the customer had a button error on the insulin pump. Customer stated that the pump was mostly likely exposed to sweat while he was playing basketball. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. No moisture damage found inside the device. The unit was received with cracked display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.